Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure the physician removed the existing right ventricular (rv) lead connector pin from the existing device and placed the connector pin into the header of the new device and tightened the set screw. The physician did a gentle tug test and the lead was loose. The physician removed the connector pin and reinserted and tightened the screw and it occurred again with the tug test. At further inspection, it was found that the tip of the connector pin was "moveable" and could be pushed in and out on the very end. The lead was capped, and a new rv lead was implanted. No patient complications have been reported as a result of this event.